Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had various faults. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced transducer adapter cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) had various faults. There was no patient involvement, and no adverse event reported.